Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission, 08/05/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/15/2015 with the following findings: on examination, the keypad cover was intact without damage. On testing, the up arrow, down arrow and ok buttons were unresponsive. The keypad cover was removed for investigation and did not reveal any evidence of contamination of the button contacts. The pump was opened for investigation and revealed moisture damage inside the pump affecting the keypad wiring and connector as well as the printed circuit board. Unrelated to the original complaint, the battery compartment was noted to be cracked below the pad and the pump case was damaged/cracked between the display and the top right side of the keypad.